Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts.

Event description:
It was reported that during central processing the maryland bipolar forceps instrument had a chip off the plastic on the distal end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information, but no further details about the event were available.

Manufacturer narrative:
Based on the claim against the product by the customer noting chip off plastic on the distal end, an investigation is in progress. A return material authorization (RMA) was issued to request the instrument be returned for evaluation. As of the date of this report, the instrument has not yet been returned.